Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern- unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result range is 360-600mg/dl. At the time of the call the customer reported having a headache. Customer stated he was going to call his doctor. During the call, a blood test was performed by the customer non-fasting and produced test result of 600mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (customer only performed two tests): result 1: hi, date: (B)(6) 2022, time: 03:18 pm, non-fasting; result 2: hi, date: (B)(6) 2022, time: 03:11 pm, non-fasting.

Manufacturer narrative:
Sections with additional information as of 07-jan-2022 h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Most likely underlying root cause:mlc-018: user has high glucose value.

Manufacturer narrative:
Corrected sections as of : 11-april-2022. H10: sections with additional information as of: corrected from 07-jan-2022 to 11-april-2022.